Manufacturer narrative:
Upon further review by a medical subject matter expert, the previously reported infection was deemed unrelated to the device/therapy. Event switched from 'serious injury' to 'malfunction.' B2 correction: unchecked 'intervention required' h1 correction: unchecked 'serious injury', checked 'malfunction' h6: correction: removed imf: f12, removed ime: e1906 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the fall and lack of stimulation was unknown. The issue was resolved. It was also noted that at the patient's eight month post-implant doctor's appointment, they reported they had been having problems since their procedure. The problems included worsening fecal control, which they described as slightly improved from before implantation. The worsening had been somewhat sudden. At their last appointment, they had a pelvic x-ray which suggested some migration. However, the settings were changed and they were then better. They had some rectal pain. The anus was within normal limits externally and an ansocopy showed grade ii internal hemorrhoids (not alleged to be related to the device/therapy). The perineum was normal, intact, and there were no rashes or skin lesions present. A digital rectal exam showed normal sphincter tone. The healthcare provider noted the pain the patient had was most likely internal hemorrhoids and having a firmer sto ol. They planned to see the patient in six months for a device check.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va23m3f, implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They clarified that the x-ray suggested migration of the lead. The cause of the sudden worsening of symptoms was determined to be internal hemorrhoids and diarrhea. They patient was place don questran to control the diarrhea, which would also help with hemorrhoids, same steps as above were taken to resolve pain, incontinence, lack of therapy and problems; it was noted the issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the caller said the patient never experienced very much success with the device. Caller said the patient started having pain periodically and was prescribed medication which seemed to pretty much clear up the pain. Caller said they thought the pain might be a uti and the patient was given a couple rounds of antibiotics which took care of that. Caller said the device never really helped with the patient's symptoms. Patient never really knows when to go use the restroom. The caller said their healthcare provider (hcp) thought it might helped the patient's urinary issues. Caller said the patient has fallen a couple time in the last year. Caller increased stim to 4.8 volts on program 6 but the patient was not able to feel stimulation. Caller changed to program 1 and increased stimulation and patient was not able to feel stimulation. C aller said they wonder if the lead has moved. The patient was redirected to their healthcare provider to further address the issue.